Event description:
It has been reported to us that during the procedure the tip of the guide wire became lodged inside the distal obtuse marginal branch inside the pt. The physician inserted the guide wire into the pt. The physician advanced the guide wire forward into a large obtuse marginal (om) branch that had two stents that were overlapping already stented into the vessel. The physician advanced the guide wire through the side of the two already placed stents and used two balloon catheters to "unjail" the side branch. The physician had difficulty with the two balloon catheters feeling lots of resistance when the physician removed them from the stented segment. The physician noticed that the balloon shaft appeared to be creased or flattened just proximal to the balloon. The physician attempted to remove the guide wire and the physician felt resistance and then noticed that the guide wire was uncoiling as it was being removed through the y-adapter. The physician continued to pull on the guide wire and the tip of the wire separated and remained inside the om branch. The physician attempted for several hours to snare and remove the separated guide wire tip without success. The physician made the decision to leave the separated guide wire tip inside the distal branch. The pt is reported to be doing fine. The actual device will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded. Not returned for evaluation.